Manufacturer narrative:
A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1014019 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient sample.

Manufacturer narrative:
Corrected date: g6: the type of report was inadvertently designated as a 5-day report under the initial MDR. The report is a 30-day report.

Manufacturer narrative:
MFR reports: 1221359-2021-00609,1221359-2021-00614, 1221359-2021-00618. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1014019 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1014019, test base part number 190-430 / lot: 1014019. Quality control release testing met specifications with no false negative results reported. The ID now covid-19 retain test kit lot 1014019 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid and performed as expected. No unexpected or false negative results were observed, and the customers complaint was not replicated. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 7 false negative results from the ID now covid-19 assay. This report represents lot two (2) of four(4). The customer reported two (2) false negative result on a nasal swab while using the ID now covid-19 assay. Confirmation testing on nasal swab in transport media using core lab platform generated positive results ( CT value not provided). Additional patient information, including treatment and outcome, will be provided per the customer. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed.